Manufacturer narrative:
This report is submitted on december 1, 2020.

Event description:
Per the clinic, the device was explanted (specific date not reported) due to poor performance and little clinical benefit with the device.